Manufacturer narrative:
As stated in the complaint form, the event date is unknown. As a result, the 1st day of the year has been entered as the event date. The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium hemostatic valve was leaking. A big hole was visible. It was like the valve stayed open. Picture provided. This was observed during sheath preparation on the side sterile table. The sheath was never in contact with the patient. No patient consequence. Three minutes delayed. Additional information was received. No air went into the patient as the sheath was not inserted into the patient. The event was assessed as MDR reportable for a hemostatic valve separation issue occurred.

Manufacturer narrative:
Additional information was received on 21-dec-22. The dilator was inserted during the preparation of the sheath. They were not sure what it meant by if the valve dislodged outside the hub, but the hemostatic valve looks present but permeable and a hole remains not closed. The brim cap/hub did not detach from the sheath. The picture investigation was completed on 27-dec-2022. It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium hemostatic valve was leaking. A big hole was visible. It was like the valve stayed open. This was observed during sheath preparation on the side sterile table. The sheath was never in contact with the patient. No patient consequence. Additional information was received. No air went into the patient as the sheath was not inserted into the patient. A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the hemostatic valve was not observed inside the hub. It is probably that the hemostatic valve is dislodged inside the hub and due to the angle at which the picture was taken it cannot be seen. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed based on the picture received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the ¿photo¿ provided. -investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿hemostatic valve separation¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium hemostatic valve was leaking. A big hole was visible. It was like the valve stayed open. This was observed during sheath preparation on the side sterile table. The sheath was never in contact with the patient. No patient consequence. No air went into the patient as the sheath was not inserted into the patient. The device evaluation was completed on 28-apr-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The valve issue could be related to the resistance reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 21-apr-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).